Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material #:300912 batch#:4295747. It was reported that the bd syringe 10ml ll eurographics had foreign matter. The following information was provided by the initial reporter: the syringe in the attachment has a foreign substance on the top near the handle. We have found 2 of these from the same lot# and I have 1 of them in my possession.

Manufacturer narrative:
(B)(4) - supplemental MDR/correction - foreign matter. Correction: following submission of initial MDR, the device manufacture date was not correctly reported. Section h updated to reflect correct device manufacture date evaluation: one sample and one photo were provided to our quality team for investigation. A visual inspection was performed, and multiple, brown-colored embedded spots were observed on the barrel flanges. The potential root cause for the embedded foreign matter defect is associated with the molding process. The embedded foreign matter observed in the sample is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up. This type of defect is cosmetic and does not pose risk to the customer. These conditions are occurring below their expected frequency. Therefore, no corrective action is required at this time. Furthermore, a device history record review was completed for provided lot number 4295747. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
No additional information was provided.